Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 1.5mm x 20mm x 143cm coyote es was advanced for dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was in good condition post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(4). Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 1.5mm x 20mm x 143cm coyote es was advanced for dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was in good condition post procedure.